Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was admitted on (B)(6) 2021 for infection and a pelvic abscess. A computed tomography (CT) scan was used to guide puncture of the abscess. The patient was treated with both surgical and drug therapy. The patient was discharged on (B)(6) 2021.

Event description:
It was found through echocardiography that the patient had a severe reduction in right ventricular ejection capacity as well as mild tricuspid and aortic regurgitation.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported events (infection, right heart failure, and aortic insufficiency) as well as a direct correlation to heartmate 3 left ventricular assist system (lvas), serial number (B)(6), could not be conclusively determined through this evaluation. Multiple attempts were made to obtain additional information from the customer regarding the event; however, the account indicated that no further information related to the event will be provided. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), with no further related issues at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specification. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 of this IFU lists infection and right heart failure as adverse events that may be associated with the use of heartmate 3 lvas. Care instructions in reference to preventing infection are provided in various sections of this IFU. Additionally, section 5 of the IFU, ¿surgical procedures¿, warns that moderate to severe aortic insufficiency must be corrected at the time of device implant. If not addressed, the lvad will not be able to provide the intended flow. No further information was provided. The manufacturer is closing the file on this event.